Event description:
The dealer stated the lift would not hold the patient weight and would lower on its' own. No injury or property damage. The dealer did not know if this is for a private residence or facility use. The caller has no further information to provide.